Event description:
Caller reported a malfunction on the pump, which was identified as malfunction code 3 and could not be reset. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use a backup insulin therapy with mdi. The customer was informed to complete training before using the new pump and agreed to return the faulty pump using a pre-paid label. Follow-up notes indicated issues with shipping, but these were resolved, and the customer opted to pick up the replacement pump from the carrier.